Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
A report was received stating the ng tube became coiled in patients throat after patient was extubated from the endotracheal tube. About 8 to 9 inches of the coiled tube was found in the patient¿s throat. Patient was coughing a lot. The nurse reinserted the stylet and placed ng tube back into position. No injury was reported to the patient. No additional medical intervention required. No additional information provided for this report.